Event description:
Additional information received reported as per the physician that the dysarthria observed immediately after onset was resolved. The patient experienced and adverse event: vascular occlusion which included a stroke. There is no casual relationship with the device as it its not related to the medtronic device. There is a however a possibly relationship to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is reported conservatively at this time based on additional study information received indicating this device was used in the index procedure with a patient who had injury observed post-operatively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a dissection and perforation of the parent artery. It was indicated there was an in dwelling vessel occlusion and a defect. There was a presence or absence of antiplatelet therapy indicated. The patient recovered with sequelae. It was indicated there was a casual relationship with the study procedure, but the event was not related to the study device. The patient was undergoing surgery for treatment of a sacciform, unruptured aneurysm in the right vertebral artery with a max diameter of 10mm and a 5mm neck diameter. Additional information was received. The patient's vessel tortuosity was severe. Additional information received reported data were updated 6 months after the procedure, and occlusion of the parent artery was confirmed. Additional information received reported a phenom microcatheter and navien intracranial support catheter were used in the index procedure. No device malfunction was reported. The patient had no symptoms associated with the parent artery occlusion which was noted to be "not severe."